Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iab and was unable to reproduce the reported issue. The stm verified that the batteries were fully charged, verified ac led was lit, and that the hybrid/rescue logo was displayed during use. The stm additionally checked the coil cable and tried to interrupt signal to monitor, however the iabp stayed on at all times. The stm did not find any errors or faults logged that would suggest power was lost. The stm performed all functional checks and calibrations, iabp passed all test and was released for clinical use. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during use in a patient the cardiosave intra-artic balloon pump (iabp) shut off when it was taken off of ac power. There was no harm or injury to patient and no adverse event was reported.